Event description:
On (B)(6), 2009, I had a staxx xd spinal vertebral body implant implanted in my lumbar region of my spine at a (B)(6) hospital. Five days after it was implanted by the neuro surgeon I started experiencing very painful spinal spasms and had to go to the ER of a nearby hospital. I told the ER physician that it felt like "something" had shifted. I have been experiencing ever increasing lumbar & thoracic spine pain that is (B)(6) and I am on very high dose of morphine thru my pain mgmt physician but it only takes about 46% of the pain away. I take zofran due to severe pain causing nausea/vomiting. The surgeon who placed it in me, to every orthopaedic or neurosurgeon or neurologist tells them that I am "suing him" which is patently false. I cannot get any surgeon that will cooperate and remove the device. I have lost most of the feeling in right leg and foot and severe pain in right hip area. Lumbar and thoracic spine area.